Manufacturer narrative:
Investigation completed (B)(6) 2017. (B)(6). Device history record reviewed for lot/ 161 sn # (B)(4) was manufactured on (B)(6) 2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The subassembly 421a1123 was also checked and no manufacturing discrepancies were noted. No service history is on file for this device. Failure was confirmed based on customers' photos and test report. Conclusion: root cause is not determined at this time. The problem was confirmed via customer photo.

Event description:
The helicoil protrudes outward. No effects on surgery reported. No patient injury. The frequency of use for this device by the customer is once or twice a week (10 times per month).